Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted that the patient is transmitting again, however, no information was provided as to what caused the ble issue or the steps taken to resolve it. There were no patient consequences reported.